Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving unknown drug via an implanted pump. It was reported the patient had volume discrepancies since (B)(6) of 2021. They are getting back less than expected. It was noted, on (B)(6) 2021, they were expecting 6.8 ml and got back 2 ml. The hcp did not troubleshooting but caller began asking about doing a nuclear dye study to watch the flow of the drug.